Event description:
It was observed that during the device evaluation, the rigid video laparoscope had distal fiber breakage, dents on the edge of the objective frame, deep scratches on the outer tube, a cut on the light guide cable, a video connector with a broken edge, a loose handle, and an unstable image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.